Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position (no cot tip). There were 4 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Because of this, the number of reported events has been changed from 4 to 3. 3 pending devices were not evaluated but reviewed by data and confirmed the issues. Section h codes have been updated.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position (no cot tip). There were 3 events with patient involvement; no adverse consequences were reported.